Event description:
It was reported that intermittent capture and high pacing impedance were observed on the left ventricular (lv) lead. An x-ray was performed and no anomalies were observed. The device was reprogrammed to resolve the event and the patient was in stable condition.